Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 5.1 was not on bus. The field service engineer (fse) determined that the drawer controller printed circuit board (pcb) caused the drawer module controller board to fail. The fse replaced both drawer controller and pyxis module controller boards and performed testing to confirm proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware failure required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.